Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A non bsc, 18 french sheath was placed. A non bsc endoprosthesis was then implanted in the lesion for treatment of an abdominal aortic aneurysm. In order to appose the endoprosthesis, the equalizer balloon catheter was advanced to the lesion over a 0.035 inch, non bsc guide wire. The balloon was inflated using a 50cc syringe. Upon the second inflation, the balloon ruptured. It is unknown how many millimeters the device was inflated to. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as "good".

Manufacturer narrative:
Eighteen years or older. The complaint device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).